Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# v020088, implanted: (B)(6), product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia and other indications. It was reported that the intracranial lead showed signs of fracture prior to the ins removal. Both extensions were cut and the ins was removed. There was a disrupted circuit. No MRI was taken but an x-ray was performed. No patient symptoms or further complications were reported as a result of this event.